Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered seven infusion set cannulas kinked events within 3 hours of insertion. The site of insertion was abdomen both sides and both thighs. The blood glucose level was reported 300 mg/dl. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 7.